Event description:
Physician used an lma-fastrach to place an endotracheal tube in a pt. When the physician put the airway connector back in the endotracheal tube he noticed a small portion of the tube was separated and was on the connector. The physician then placed the connector in the end of the endotracheal tube and was able to use it for the entire case without any pt injury or problem. The user facility has returned the endotracheal tube for eval.